Event description:
It was reported that a e360 ventilator generated a oxygen sensor alarm. Patient involvement information was not provided by the customer. The ventilator was evaluated and the confirmed the customer reported issue. It was determined that the oxygen sensor requires replacement. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.